Manufacturer narrative:
Attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was an attempted implant due to an unknown product performance issue. The location of the lead is unknown. No adverse patient effects were reported.